Event description:
It was reported that an existing right atrial (ra) lead was previously capped during a routine procedure that lead to a fracture. The ra lead was replaced previously. It was also reported that the right ventricular (rv) lead had high impedance, undersensing and failure to pace due to a potential lead fracture. No changes have been made and the family will be consulted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).